Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 400 mg/dl. During troubleshooting with tandem technical support, the occlusion was found to be within the cartridge as cracks were observed on the cartridge. A new cartridge was loaded to address the event.